Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log file. The system controller serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the periodic log file showed 256 events spanning approximately 10 days (B)(6) 2020 per time stamp). On (B)(6) 2020 at 07:18:59, a no external power alarm activated due to a loss of power to the system. The backup battery provided power to the system during this event. The event had cleared by the next event recorded in the log file and pump operation was always supported. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding the reported events; however, no response was received. The root cause for the reported no external power alarm was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6). And the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on (B)(6) 2019. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange between power sources. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient death is reported in MFR report #: 2916596-2020-06103. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-06103. It was reported that the patient was found in his home last week on (B)(6) 2020 for an unknown period of time then began having seizures and was finally unresponsive. The patient was then intubated in the cardiac intensive care unit (cicu) and had been for the last week. A log file evaluation was requested. It was noted that the event file was mostly filled with pi events. These pi events were persistent and occurring on (B)(6) 2020. Common bodily functions such as sneezing and coughing have been known to trigger a pi event, however the pi events seen here are of a significant amount and may possibly point to another issue. Otherwise, there were other no unusual events seen within the log file. The mcs equipment is operating as intended. The patient passed away on (B)(6) 2020 due to intracranial hemorrhage. No additional information was provided. No autopsy was performed. The device was not explanted. Review of the controller periodic log file found a no external power alarm captured at 07:18:59 on (B)(6) 2020.